Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the the customer was hospitalized due to unknown reason on unknown date. Customer blood glucose level was unknown. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. No further patient complication were reported.